Manufacturer narrative:
Device to be returned. No other information provided at this time. DHR has been started. Customer letter requested. On 09/23/2010, requested echo cd if available. Also asked if there is any report of infection and clarification of implant date (B)(6) and additional info on condition for explant (dehiscence?). Implant date was confirmed as (B)(6) 2010. No echo cd as been received. Operative report not provided.

Event description:
Reportedly, the device was explanted after an implant duration of 2.2 months due to a paravalvular leak. Doctor commented "post operatively the patient developed moderate to severe paravalvular aortic regurgitation".

Manufacturer narrative:
Evaluation: minimal host tissue is detected at the stent inflow and stent outflow. The valve was sent to research and development for functional testing research and development completed the functional test and concluded with the following: this valve was explanted at implant due to "severe paravalvular aortic regurgitation". No echocardiography recording was provided, thus the behavior of the valve observed in vivo cannot be confirmed. Edwards standardized in vitro testing shows a small amount of non-central leakage that appears to be primarily through the sewing ring of the valve. The total regurgitant fraction of the sealed valve is more than 3 times lower than the 10% maximum allowed per iso5840:2005 for this size valve. It is typical for this type of bioprosthesis to have some levels of transient noncentral leakage, which is primarily through the unsealed sewing ring and stent assembly areas. This type of leakage should be reduced to a negligible level shortly after the reversal of the heparin's effect. However, in vitro tests may not be suitable to assess the leakage if it is through a path between the bioprosthesis and the patient aortic annulus. Since no echo was provided, the paravalvular leakage observed in vivo cannot be confirmed. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.